Event description:
Philips received a complaint on an intellivue mx500 patient monitor indicating that during testing of the device, it was identified that the spo2 measurement was incorrect and the cable was damaged. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included parameter simulation and usage verification. The results of the analysis confirmed no problem was found with the spo2 measurement. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the spo2 cable was replaced, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.